Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the boot of the sagittal saw attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the boot of the sagittal saw attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The failure for missing boot was confirmed through visual inspection by the qa technician. It was confirmed the boot was not present. Cleaning is a known cause to the failure. The device was placed in parts retention.